Manufacturer narrative:
(B)(4). One (1) expedium ti small pedicle hook [product code: 1797-52-005, lot no: athf31] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the threads on the pedicle hook had become torn. No other anomalies were detected during evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the threads on the pedicle hook becoming torn cannot positively be determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated in the pedicle hook during the tightening process and inadvertently cross threading occurred causing the pedicle hook threads to become torn.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Defective screw thread. Product not used. (B)(6) 2016 further information received from france: the incident was detected intra-operatively there was no delay in surgery reported.